Manufacturer narrative:
This report is submitted on october 04, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced breakdown of the skin flap and extrusion of the ground electrode. Subsequently, the patient was treated with antibiotics (type and date not reported). On (B)(6) 2017 a skin revision surgery was performed to repair the skin flap. The implanted device remains and patient is being clinically managed by their health care provider.